Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, seroma-late.

Event description:
Patient reported right side "radial folds" and " small amount of peri-implant fluid" via MRI report, "progressive hardening of the right breast" and "backer iii capsular contracture." Patient later reported "contracture has progressed to grade IV" and "is suffering intense pain." Device remains implanted.